Manufacturer narrative:
(B)(4). D10: tmj lrg lft fossa comp cat# 24-6565 lot# 014130. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient has been experiencing swelling for the past 2 years after receiving tmj implants approximately 23 years ago. Attempts have been made and no further information has been provided.